Event description:
The pump was returned for a worn keypad. During evaluation, contamination was found under the keypad buttons. This report is made based on the results of evaluation.

Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(4) 2011. (B)(6). The pump keypad was observed to have a worn ok button symbol but the rubber of the keypad was found to be intact. The up and down arrow buttons were found to be intermittently responding and requiring increased force to activate. The contrast button was also found to be unresponsive; the contrast button has no effect on insulin delivery function. The keypad was removed and adhesive was found under the key contacts. Unrelated to the complaint, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.